Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received.not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery insertion of pfna for proximal femur fracture. Threads damaged in the pfna insertion handle when the connector was stuck with hammer blows during insertion of the nail. Connector no longer engages in the insertion handle. Possible that the thread inside the insertion handle was worn before the case. No delay in surgery, another pfna instrument set was available. Additional information will not be provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the 03.010.405 ¿ 7929759, manufacturing site: (B)(4), manufacturing date: 18.jul.2012, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the returned insertion handle has visible slight hammer marks, but is still in good working order though. Further investigation showed that the instrument is more than tree and half years old. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. There is also no reported product problem to this part. Based on these findings, no further investigation will be done. This investigation summary is approved. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.